Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4), alleging her onetouch veriopro meter continued to display the apply sample message when trying to perform a blood glucose test. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began around (B)(6) 2012. The patient manages her diabetes with humalog insulin (6-7 units in the morning/ 11-12 units lunch and evening). It is not clear if the patient made changes to her usual dose of medications at the time of the alleged issue. The patient denied developing symptoms. On (B)(6) 2012, the patient visited her physician's office and laboratory tests were performed. The patient obtained a result of (7.1%). At that time, the physician increased the patient's usual dose of humalog insulin (8-9 units in the morning/ 13-14 units lunch and evening). No additional treatment was specified. At the time of troubleshooting, the cca noted the correct test strips were being used for testing. The cca walked the patient through a retest but was not able to resolve the alleged issue. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
(B)(4): the meter was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.